Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.